Manufacturer narrative:
Postal code (B)(6). The device was received for evaluation. Visual inspection revealed that there was a hair on top of the floseal syringe. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Visual inspection was also performed on eleven (11) retained samples with no particulate matter noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was a hair inside the sterile packaging of a floseal hemostatic matrix kit. The reporter stated that the hair was attached to the floseal syringe. This was noted before use. There was no patient involvement. No additional information is available.